Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-mar-06. It was reported that a manufacturer representative (rep) performed an impedance check and it showed that all electrodes were all set at his rate. The rep reprogrammed the device to a lower frequency and the burning sensation on the left side reduced. It was noted that twelve hours after the reprograming, the pain returned so the patient was told to turn off the device completely, make sure the battery is completely charged and then turn it back on after one week. The patient still felt the burning sensations afterwards but the patient planned to schedule an appointment with their healthcare provider (hcp) and a manufacturer representative (rep) to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4),implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) and a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has a burning sensation. The patient stated that they saw a healthcare provider (hcp) and directed to contact the manufacturer for a device check. This issue is occurring daily. The patient reported that this issue started after exposure to an emi. The patient had a radio frequency ablation near the left side/hip in (B)(6) 2016 by managing the hcp. The patient was to follow-up with the hcp. An email was sent to field staff regarding hcp's direction. The patient reported that the burning sensation is in the low back area and at times are over the lead on the left side. The rep reported that the burning sensation happened with the burning sensation on and off post ablation. The rep stated that the impedances were normal and they used simple bi-poles to reprogram with. The patient is expected to see the hcp again, but a date was not set.